Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect settings into the pump, had inadvertently turned off the control-iq feature and would use the insulin beyond specified parameters. Customer¿s blood glucose level was 263 mg/dl. Reportedly, customer consulted with health care provider to adjust settings.